Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter was damaged, the catheter shaft was bent and the catheter peeling/slitting/splitting showed a spiral slit. It was noted there was damage during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery catheter snapped during slitting. It was noted the operator had to manually cut the catheter to complete slitting. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.